Event description:
It was reported that during pre use check , the cardiosave intra-aortic balloon pump (iabp) equipment has a leak from the helium cylinder regulator, fitting seal failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check , the cardiosave intra-aortic balloon pump (iabp) units helium cylinder fitting seal failed. There was no patient involvement.

Manufacturer narrative:
Postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced hi pressure regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.